Event description:
Further follow-up revealed that the pt's normal heart rate is 90bpm and during the bradycardia events, it dropped to approximately 50bpm. It was also reported that the vns system is functioning properly. The vns implant surgery took approximately 1 hour (normal) and no intervention was taken during the event. The device has been programmed on and no further cardiac events have been reported. The exact cause of the reported bradycardia event is unknown. Possible causes of bradycardia in relation to vns implant surgery include: 1) implant technique (placement of electrode), 2) patient physiology, 3) cardiac conduction pathways, or 4) anesthesia.

Event description:
The reporter indicated that during the initial lead test during the implant surgery, the pt experienced bradycardia. The pt's heart rate reportedly decreased to 53 bpm. The bradycardia event resolved when the lead test concluded. When a second lead test was done, the pt again experienced bradycardia to a lesser extent (heart rate unk). Bradycardia is known to occur in some pts during the initial lead tests.